Event description:
It was reported that a chest x-ray showed erosion of the outer coating of the lead. Subsequent follow-ups showed no evidence of lead damage or malfunction. The physician decided to continue monitoring. It was later reported that the lead was replaced competitively.

Manufacturer narrative:
(B)(4).